Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the catheter was returned in two sections as a result of a hypotube break 202 mm from the manifold strain relief. The hypotube was kinked just proximal and distal to the break site and throughout the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the crimped stent, tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary treatment procedure, the stent was unable to cross the lesion. The 85% stenosed target lesion was located in the severely calcified and severely tortuous mid left anterior descending (lad) artery. The lesion was predilated with a non-bsc balloon catheter and a 2.50x38mm promus element plus stent delivery system was then advanced but was unable to cross the lesion. The procedure was completed with another of same device. No patient complications were reported and the patient is in a stable condition. However, analysis found that the hypotube was broken.